Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that post lens implant in the right eye, lens exchange is planned due to insufficient posterior vault. The physician believes the "shorter" lens did not provide adequate vaulting and plans to exchange for a longer lens at unspecified date. Reportedly, the patient had pre-existing condition of cataract glare issues. No other information is available.

Manufacturer narrative:
No additional information has been received. The lens was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history records were reviewed and there were no non-conformities or anomalies related to the reported event. Based on available information, a root cause for the reported event could not be conclusively determined; however, biometry/calculation error or anatomic variation may have caused or contributed to the event.